Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage and removal difficulties occurred. The 90% stenosed target lesion with a bend of less than 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device got caught when crossing the lesion and resistance was felt during removal. When the device checked outside the patient, the proximal side of the stent was found to be damaged. A wolverine cutting balloon was used and the procedure was completed with another synergy xd stent. There were no patient complications reported.